Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated describe event or problem.

Event description:
Polar smart: (B)(6). Subject ID: (B)(4). It was reported that a polarsheath was selected for use. The patient experienced phrenic nerve palsy (pnp). It is unknown how the pnp was resolved. Diagnostic test includes specify: 12-lead ECG information. There were no in-patient hospitalization or prolongation of existing hospitalization. The device is not expected to return for analysis. Additional information revealed the phrenic nerve palsy was resolved.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Polar smart py007; subject ID: (B)(6). It was reported that a polarx was selected for use. The patient experienced phrenic nerve palsy (pnp). The event is still considered ongoing, no interventions occurred, and no resolution was stated. The device is not expected to return for analysis per information from the site.